Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on the available device data. There was no indication of a device malfunction. The file is closed. The investigation will be re-opened should additional data or device itself become available.

Event description:
Ous MDR - patient had documented sinus arrest and syncope. Now under pm again heavy syncope. In memory 0% stimulation. No event date was provided and there was no mention of intervention.